Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a blood glucose of 600 mg/dl with nausea and increased thirst associated with a pump power issue. The reporter confirmed that there was no noted damage to the pump, the battery cap was secured appropriately at the time of the power issue, and there was no noted moisture ingress into the pump. Changing the pump battery did not resolve the pump power issue. This report is made based on the allegation that the patient experienced hyperglycemia associated with the pump power issue.

Manufacturer narrative:
Follow-up #1: date of submission 03/07/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/14/2017 with the following findings: the pump's black box history indicated that the user received a "replace battery alarm" on (B)(6) 2016 at 05:29. A battery change and basal deliveries were not resumed by the user until 09:35. The complaint regarding a power issue could not be verified or confirmed in the black box history. The basal deliveries continued after battery change until an empty cartridge alarm was received on (B)(6) 2016 at 08:50. The alarm was confirmed by the user at 09:15. Basal deliveries were resumed at 12:53. The pump passed all required testing including a delivery accuracy test . Unrelated to the initial allegation, the battery compartment was cracked.